Event description:
This complaint is not reportable based on the analysis completed on 07/14/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 100% stenosed lesion was located in the moderately tortuous and calcified mid-left anterior descending (lad) artery lesion. The physician attempted to implant taxus express2 2.50 x 20 mm drug eluting stent with direct stenting. The stent delivery sys (sds) was unable to cross the lesion. Pt status is good. However, the returned prod revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed that distal stent damage. Some of the distal struts were slightly flared. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. Several severe kinks were found along the entire length of the hypotube. Visual examination of the tip revealed tip damage. The tip was slightly flared. This type of damage is consistent with guidewire movement. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch prod mandrel was inserted through the lumen with no restriction noted. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.